Event description:
It was reported that there was an issue with the product ne346r - patella clamp w/ cutting guide. According to the complaint description, the tip of the pin broke. During the total knee arthroplasty (tka) surgery, the surgeon found a piece of the tip pin part of the product in the patient's body and removed it. The product was used during patellar work and during patellar implant placement. An additional medical intervention was required.. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: d9 - product return date h3 - yes, evaluation h4 - manufacture date h6 - codes updated investigation results: the complained device was provided in an used condition. During the visual investigation it could be determined that one of the six holding elements/pins is broken out of the device. The broken out pin was also provided. The breakage surface of the pin shows no hints regarding a material or manufacturing failure. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Based on the production date, four batches for this period were identified. There are no further similar complaints out of the mentioned batches at hand. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: on the basis of the available information as well as the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In general, the complained product shows clear signs of wear. Based upon the investigation results, a CAPA is not required.